Event description:
A malfunction occurred with the touchscreen of a customer's pump, which was unresponsive and left the customer unable to interact with it. There was no adverse impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.